Manufacturer narrative:
(B)(4). Sample availability unknown at this time. If a sample is available a follow up MDR will be submitted.

Event description:
A customer contacted baxter?s technical service center to report a large bubble in the patient line during priming on the homechoice (hc) machine. The technical service representative (tsr) advised the care giver (cg) to reprime, however the bubble did not move. The tsr had the cg reprime while holding the patient line at a lower level in order to catch the overflow. There was no patient injury or medical intervention indicated at the time of the initial report.